Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The customer performed a hardware check by test performance; the results were out of specifications. The field service engineer (fse) inspected the module and replaced the sample probe and setup. He also checked the ultrasonic mixer (usm) adjustments and replaced the rinse tube assembly which already looked worn despite being replaced quite recently. The investigation is ongoing.

Event description:
The initial reporter received a questionable ammonia result from one patient sample tested on the cobas 6000 c501 module. The initial result was reported to the doctor. The initial result was 375.2 umol/l. The first repeat result was 45.2 umol/l. The first repeat result was 36.3 umol/l.

Manufacturer narrative:
The investigation excluded reagent issues as no further cases were reported and a correct rerun was performed with the same reagent. The field service engineer confirmed that the assay and module were again performing within specifications. The investigation determined the service actions resolved the issue.